Event description:
Information was received indicating that upon opening a smiths medical cadd extension set was noted to be leaking. Event did not occur during use with a patient. No adverse effects were reported.

Manufacturer narrative:
Nine cadd extension sets were received for investigation. Functional testing was performed using a hydrostat vessel. During the test, the water passed through the tube and filter without problems. No leaks were detected during the test. The complaint was not confirmed.